Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 20:51:52. During night drain cycle three, the patient's ultrafiltration reading was 1190ml, indicating the home patient (hp) drained 1190ml more than their maximum programmed fill volume of 1200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device passed both functional and electrical testing. No issues were found during the internal and external inspections. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause of an iipv event was determined to be one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.